Event description:
Additional information received from the healthcare provider reported that reprogramming had been performed but there was no relief or stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3888-33, lot# v440497, implanted: (B)(6) 2010, product type: lead. Product ID 3888-33, lot# v409771, implanted: (B)(6) 2010, product type: lead. Product ID 3888-33, lot# v409771, implanted: (B)(6) 2010, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3888-33, lot# v440497, implanted: (B)(6) 2010, product type: lead. Product ID 3888-33, lot# v409771, implanted: (B)(6) 2010, product type: lead. Product ID 3888-33, lot# v409771, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient underwent a lead revision and the old lead was replaced with a new one. The revision was performed on (B)(6) 2015, and the patient still wasn't getting any stimulation from the new lead two weeks after. It was noted the new lead was placed subcutaneously. The leads covering the right side were two old quad. Leads and nothing was disconnected or changed on that side during the lead revision. Even when stimulation was up to 10 volts on the left side the patient still didn't get any stimulation, but continued to get stimulation fine on the right side with the older leads. Impedances on 8 through 15 images were in the normal range in the 600's impedances on the 0 through 7 were elevated. With 0 as the reference #7 were greater than 10,000, 2 was 8,000, 3 was 9,000, 4 was 800, 5 was 700, and 6 was 6,000 ohms. The rep. Stated the 0 through 7 side was related to the old leads and provided right side stimulation. It was noted neither 2, 3, or 7 were being used in programming, and impedances were all normal on the table when connected to the implantable neurostimulator (ins). As of september 15th the rep. Had no additional information. The physician said to wait for the healing process to take place and reevaluate at that time. Relevant medical history includes non-malignant pain.